Manufacturer narrative:
Lot number - potential lot numbers 06090523 and 06094838. Expiration date - potential date august 31, 2019. UDI - potential UDI (B)(4). Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - potential date september 7, 2018. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the catheter broke off in right femoral artery. Patient lost lots of blood. The estimated blood loss was greater than 250cc's. A emergency femoral cut down was performed. A piece of the device was lodged in the right artery, which had to be retrieved. The patient was in stable condition. The procedure outcome was successful after using another device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide that this reported event has already been reported. See MDR 3013394970-2019-00514 for the completed investigation results.